Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient noticed decrease in vision 2 months post lens implant, but did not lose any lines of bcva compared to preoperative bcva. The surgeon noticed a lens vault; the lens was repositioned on (B)(6) 2015 and a capsular tension ring (ctr) was placed. In the physician's opinion, the most likely cause of the refractive error was lens vault. The patient's current prognosis is good.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7371216) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.